Event description:
In 2008, the patient reported that early last week his infusion site fell off while he was playing golf due to perspiration. He began to feel ill and his blood glucose elevated to 372 mg/dl. His normal blood glucose range is 90-125 mg/dl. He realized the infusion site and had fallen off and he inserted a new one. He was educated on the "sandwich" method and how to use tegaderm. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.